Manufacturer narrative:
Despite efforts, additional information could not be obtained. This report will be updated should further information be received.

Event description:
Boston scientific received information that several days post-implant the patient implanted with this right ventricular (rv) lead presented to the hospital with a pericardial effusion. The effusion was aspirated and no additional adverse patient effects were observed. Available information indicates this lead remains in service.